Event description:
Pt found with head between top siderail and mattress. Bottom siderail was down because of state's "least restraint rules". There were no witnesses, but it is possible the pt tried to get out of bed and wedged themself against the mattress and siderail. Bed in lowest position at time of incident, unk if head was elevated.